Event description:
It was reported that guidewire fracture occurred. During unpacking of a 185cm pt guidewire, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Event description:
It was reported that guidewire fracture occurred. During unpacking of a 185cm pt guidewire, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire does not have visual defects. The surface of the device was carefully inspected and no abnormalities were observed, there were no fractures or breakage of the device. The device was measured in three sections (distal - medium - proximal) that is within specification.